Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.